Event description:
An insulin drip was ordered, and the IV tubing was put in the wrong channel of the pump. Because of this, the entire bag of insulin was given as a bolus instead of the intended normal saline bolus. The patient received 100 units of insulin. Patient was closely monitored after infusion of insulin bolus with frequent accuchecks, and the glucose results were "not a problem" according to patient's physician.